Event description:
It was reported to philips that the ceiling cover of the arm fell off, which can impact patient safety. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and identified that the examination light cover was fell off and broke. The rse order the ceiling brackets and cable set. To resolve the issue, the customer replaced the ceiling brackets and cable set. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.